Event description:
The account's biomed stated when the bed is in a slight trendelenburg position; the foot end of the bed will run down unintentionally.

Manufacturer narrative:
The biomed replaced the nurse control panel to repair the bed.